Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the power line fuses had blown, which directly caused the reported issue. The fuses were replaced and the issue was resolved. The blown fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not power on. It was also reported that the line power lights were not illuminated. There was no patient present when this issue was identified.